Event description:
It was reported that the device was alarming and says invalid syringe. No patient injury was reported.

Manufacturer narrative:
This MDR was generated under protocol (B)(4) as a result of warning letter cms# (B)(4). Manufacturing device history record review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. No causes or potential causes of the customer's reported problem were found during the review of service and repair records. Visual and functional testing were performed. Visual inspection observed that the top and bottom cases were in excellent condition. There was no visible contamination. During power up testing (using biomed diagnostics to check digital sensors), the reported problem was duplicated. The root cause of the reported issue was found to be the q1 had broken off from the plunger board. Plunger board also came off the glue. Replaced plunger board. Performed power up process, calibrated device and device woks normally. (UDI) and are unknown. No product information has been provided to date.